Event description:
(B)(4): dealer alleges down feature will not stop when button on pendant is released. Tech advised to troubleshoot handset and actuator, to determine if controller or handset. Dealer has not been out to see the lift yet. No further information provided.